Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient&#38112;ipg was located in a fatty area. It was noted that the patient had a discomfort. The patient underwent a pocket revision procedure.